Event description:
It was reported that oversensing and artifacts with inappropriate shocks were noted. A possible conductor fracture was suspected. This lead and the ICD were explanted.

Manufacturer narrative:
Upon receipt, the ICD and the lead under complaint were subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple signs of wear along the lead body. In particular in the distal area the insulation was found rubbed through. Furthermore a fractured conductor cable to the ring electrode was observed in the area of the insulation damage. These findings can be considered as the root cause of the clinical observations. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve and interaction with modified tissue should be taken into account. Diagnostic images clarifying this assumption were not available. Further damages of the lead were observed, which most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem for either the ICD or the lead.